Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the failure of single point load cell #1. The reported complaint "a piece of the black plastic on the outer casing that is broken" was confirmed during visual inspection. The front cover was observed to be cracked in the front-end area. The cracked front cover and load cell failure were likely attributed to mishandling, such as a drop. During visual inspection, the front cover was observed to be cracked in the front-end area, thus confirming the reported complaint. The front cover was replaced to address the issue. Also, unrelated to the reported complaint, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance, likely due to the normal wear and tear of the platform. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the issue. A review of the archive data showed multiple (ua) 07 errors; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated single point load cell module 1 failed (over-reporting), which will affect the linearity of the two load cells installed in the autopulse platform. Single point load cell module 1 was replaced to remedy the complaint. The platform was subsequently tested using the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The drive train motor brake gap was inspected and verified to be within the specification of 0.008" ±0. 001". Following service, the autopulse platform passed the run-in test without any fault or error. The platform passed the load cell characterization check. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During a cardiac arrest, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. When the device failed, the crew began manual compressions while using the board as a hard surface. The crew attempted to reposition the lifeband to the home position, turning the machine on and off, as well as repositioning the patient. The 82-year-old, 190-pound male patient did not regain return of spontaneous circulation (rosc) at any point during the patient encounter. The patient had a history of copd, chf, and had covid-19 weeks prior. Manual CPR was performed for over 30 minutes. The patient was already in cardiac arrest prior to ems arrival and the customer does not believe the death was related to the device failure. Also, there is a piece of the black plastic on the outer casing that is broken.